Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the battery compartment was cracked at the thread and moisture was observed inside the compartment. The pump failed a leak test due to the cracked battery compartment. The investigation confirmed the reported casing issue. The pump powered up and functioned properly. Pump casing was opened to further investigate and no evidence of moisture intrusion was found in the pump interior. Unrelated to the casing issue, it was observed that the bolus button was torn while the button responded properly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. Reportedly, the battery compartment was cracked and moisture was observed in the battery compartment. No damage to the battery cap was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.